Event description:
It was reported the right ventricular (rv) lead had a possible fracture. The lead exhibited fluctuating and intermittent rising impedance as high as 1800 ohms on the low voltage portion of the lead. The low voltage portion of the rv lead was capped and the rv lead remains in use. A second rv lead was added transvenously to pace and sense. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID d154vwc implantable cardioverter defibrillator, implanted: (B)(6) 2007. (B)(4).